Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used. The physician placed it three times and had low r-waves, each time the lead was placed there was difficulty deploying the helix. The lead was removed and the helix was attempted to be deployed but did not deploy. The lead was not used for implant. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.